Event description:
Pt was implanted on 2/26/1999 with a synchromed pump and catheter for infusion of baclofen for intractable spasticity. The hcp reported the pt developed meningitis with a csf culture positive for staph aureus. The pt was hospitalized for twenty one days. The pt's pump was explanted on 4/8/1999. The pt was treated with IV antibiotics and recovered without sequelae. The pump was returned to the MFR for analysis.